Manufacturer narrative:
(B) (4) (B) (4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that post implant of a realize gastric band , the band slipped and was repositioned on (B) (6) 2009. Maximum fluid in the band before the slippage was 8.2cc. The patient was experiencing severe vomiting (maybe not related to the band), but developed a recurrent slippage and was caused significant obstructive symptoms. The surgeon elected to not reposition this band. The surgeon is not sure if he was able to provide good reposition for the second time. The surgeon used two plication sutures for both in the original procedure and in the repositioning. The products instruction for use recommends the use of at least three plication sutures. The surgeon offered to do a sleeve as a second stage in 6 months or so. During the removal of the port, the hooks were well attached and impossible to rotate the actuator ring with anything, even after taking most of the adhesions. The port had to be dissected from the fascia to be removed. The tube strain relief piece was unattached. The patient is doing fine.